Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy, with each attempt to fire the device, the mechanism in the handle was breaking. They stated that the patient¿s lung tissue had wide scarring. In some instances on the first bite of each instance of firing the stapler there was no problem. They stated that the loads were able to fire and the handle was able to be squeezed or fire. The surgical time was extended by 30 minutes or more due to the product problem. There was more pain, bigger scar and longer anesthesia time. The incision was extended by more than 1 inch or 2.54cm. They continued to replace the handle resulting in using 6 handles and eventually converting the case to open.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection noted that three reloads were received fully fired. One reload was pre-fired and engaged in interlock and one was partially fired and engaged in interlock. The anvil clamping mechanism was deformed on two of the returned reloads. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire. The root cause of the observed pre-fired reload was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.